Event description:
It was reported the device was used during a laparoscopic vaginal hysterectomy. It was reported while using the lcsk5, the clamp arm and tissue pad broke off and fell into the pt. The pieces could not be located and the case was converted to an open procedure to retrieve the pieces.